Event description:
It was reported that a pt underwent a gynecological procedure on (B)(6) 2010. During the procedure, when testing the device prior to inserting it into the pt, the blade would not rotate when the trigger was activated. It sounded as if there was power getting to the handpiece, however, the cable was jumping. The case was completed with another like device with no adverse pt consequences.

Manufacturer narrative:
(B)(4). Blade will not rotate: prior to first use. Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.